Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer also stated that the buttons melted. The customer's blood glucose was 147 mg/dl. The customer stated that the insulin pump was exposed to extreme temperature. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to component burned damage on the electronics assembly. Unable to perform all functional testing, including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. The pump was received with burned damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.